Event description:
It was alleged by a lawyer that about 8 years ago, the patient was shocked by the device and the parameters of the device were reset. It was also alleged that about 2 years ago, the patient experienced ventricular tachycardia (vt), was shocked seven times by the device, and was admitted to the hospital. An electrophysiology consult indicated that the device failed to terminate the vt, which broke spontaneously. It was also alleged that t-wave oversensing led to four inappropriate shocks. Additionally, it was alleged that the patient "has suffered and will continue to suffer severe physical injuries and/or death, severe emotional distress, mental anguish, economic losses and other damages." The device was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.